Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that the pump was cracked near the battery compartment. The reporter also stated that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: during evaluation, the battery compartment was found to be cracked. Evidence of moisture was found in the battery compartment. The pump failed a leak test due to the battery compartment. Unrelated to the complaint, display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.